Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/pelvic floor. It was reported that the patient usually didn't have a speck of trouble with their ins and it had been working really well for them, but yesterday (B)(6) 2025 they went to charge their implant and the recharger was having a "spasm". The patient clarified that by "spasm" they meant the recharger lights were rapidly scrolling while on the dock. Also yesterday, the patient stated they noticed the green light on the dock was off so they fiddled with the cord and it came on (the patient stated it appeared like the cable was loose in the dock but they thought there was something wrong with the cable, though it didn't look physically damaged) but the battery lights on the recharger were going up and down like they were spasming and the patient stated they thought when they initially put the recharger on the dock that the scrolling recharger just had a really low battery, so they left it on the dock for a day but the lights continued to scroll and the recharger just didn't seem like it was charging or had any power so they could use it. The patient was guided through troubleshooting the recharger scrolling lights, however, the issue was not resolved after placing it on the dock for 10 seconds and then attempting to turn the recharger on as well as trying a recharger reset. The troubleshooting steps taken on the call did not resolve the reported issue. A replacement request was made for the following items: wireless recharger, charging dock, charging cable, and wall adaptor. The patient stated they were concerned because they were having a heart CT tomorrow (B)(6) 2025 and the facility usually wanted them to have the ins in MRI mode and their ins was currently really low. CT compatibility considerations were reviewed with the patient, as well as the MRI mode considerations, and it was reviewed with the patient that CT scans were unlikely to have an impact on the system if they weren't able to charge the ins before the scan tomorrow. The patient reported they had a new healthcare provider (hcp).

Manufacturer narrative:
H3: analysis of the returned wireless recharger (s/n: (B)(6)) revealed that no visual anomalies were observed. The wireless recharger was however unresponsive and the led's scroll continuously. The flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.